Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customers stated that insulin pump was dropped and bottom of the insulin pump came off. Customers stated that they performed self test, displacement and passed. Customer stated that drive support cap was came off and received non reservoir during displacement test. Customer¿s blood glucose was 196mg/dl. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio or vibrate anomaly or low reservoir alarm due to blank display. Insulin pump received with loose drive support cap and detached end cap.